Event description:
No problem during the placing of the catheter. Then the pt came to the dialysis center. During the dialysis procedure, they noticed apparition of a split at the distal tip of the catheter. No other information provided.